Event description:
Report received of increased distal pressure with no pump alarm. It was reported that after a patient had received an infusion of remicade via an acclaim encore pump, the nurse disconnected the IV tubing from the IV access site. It was reported that fluid sprayed forcefully out of the end of the IV tubing. The pump did not alarm. There was no reported adverse patient event. Though requested, there was no additional information available.